Manufacturer narrative:
(B)(6) 2015 01:51 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during surgery the axius xpose device 3 was defective. The hospital did not report any patient effects. The defective device returned with the date of use. No other information was provided.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs clinical use and blood were observed. A visual inspection of the complete device (tightening knob, mount lever, mount, flexlink arm, suction cup, grasping handle with suspension assembly and the vacuum tubing.) Was conducted. No nonconformance was observed. A mechanical evaluation was conducted. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise; the device arm moved freely when the knob was turned counterclockwise. A suction/vacuum strength test was performed per instructions of the vacuum weight test, using calibrated: regulator set at 200 hg, vacuum weight and pressure gauge. The device passed the vacuum weight test, good vacuum was obtained and the baffle head was able to lift the weight. No failure was analyzed during testing. (B)(4).

Event description:
The hospital reported that during surgery, the axius xpose device 3 was defective. The hospital did not report any patient effects. The defective device returned with the date of use. No other information was provided.